Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy a review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, skin rash/dermatitis, edema, anxiety-product/procedure, lump/nodule-ndr, malaise-ndr, pain-ndr, depression-ndr, varied injuries-ndr.

Event description:
Patient reported left side "left breast felt bigger than the right also had a lump in the left breast and now I have multiple lumps in that breast"," there is left breast peri-implant fluid collection raising the possibility of left breast implant extracapsular rupture" confirmed via ultrasound," suffering symptoms of bia-alcl, swelling of breast, ringing of the ears, fatigue, lump in breast, skin discoloration, skin rash, muscle pain, memory and concentration problems, headaches, gastrointestinal problem, breathing problems, and anxiety/depression." The events "left breast felt bigger than the right also had a lump in the left breast and now I have multiple lumps in that breast", "fatigue", "muscle pain", "depression", "gastrointestinal problem", "breathing problems", "memory and concentration problems", "headaches", and "ringing of the ears" are not device related. Device remains implanted.